Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a type iii endoleak from another manufacturer's device. The proximal neck was 22mm in diameter and less than 100mm from the top of the aortic arch to the proximal aneurysm. It was reported that while flushing the valiant device, pressure suddenly disappeared during flushing and the syringe was able to be pressed without resistance. The physician checked the device, and found that water was leaking from the gap in the gray area on the distal side of the delivery system. Although the physician pointed out the device anomaly, there was no other same-size device ready for use, and the device was used as-is after saline solution was sufficiently infused into the graft lumen and the air was successfully released. After that, the device was used with no particular issues. After the valiant stent graft was implanted, a delayed endoleak was observed. The physician said it was most likely to be type IV endoleak, but a possibility of type I endoleak could not be denied. The sales rep thought touch-up should be performed, but because the access vessel had been severely damaged by calcification, the physician did not want to insert a sheath for touch-up on removal of the delivery system. Therefore, the procedure was completed after the patient was decided to be monitored. No additional clinical sequelae were reported and the patient is fine.